Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: unknown cup, unknown head, unknown liner and unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05119, 0001822565-2017-05120, 0001822565-2017-05121 & 0001822565-2017-05123.

Event description:
It was reported that the patient has been indicated for revision thirteen years post-implantation due to unknown reasons. No additional information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore the condition of the devices is unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.